Manufacturer narrative:
One catheter with attached monoject 1.5 cc limited volume syringe and 2 three-way stop cocks were returned for evaluation. A non-edwards contamination shield was located between approximately 30 and 80 cm from the catheter tip. Label was returned with the unit, but no packaging or introducer was returned. Blood was observed under the contamination shield. Contamination shield was removed for evaluation. The balloon did not inflate due to leakage from the distal lumen, the thermistor connector, and 2 punctures, approximately 0.5 mm and 0.5 mm long, found on the catheter body at 28 cm from the catheter tip. Blood was observed from the thermistor connector. Leakage was found from the punctures, balloon inflation valve, and thermistor connector when air was injected into distal lumen. The proximal injectate lumen and proximal infusion lumen were patent without any leakage or occlusion. No visible damage to the balloon or returned syringe was observed. Balloon inflation test was performed using returned syringe with 1.5 cc air. Visual examination was performed under microscope at magnification 20x. A device history record review was completed and documented that the device met all specifications upon distribution. Customer report of ¿the balloon did not inflate¿ was confirmed during the evaluation. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that "the balloon did not inflate during use." There were no patient complications reported.